Event description:
It was reported on (B)(4) 2013 that the vns patient has high lead impedance that was first observed on (B)(6) 2013. The patient's device was programmed to 0 ma on (B)(6) 2013 due to the high impedance. X-rays were taken but it was uncertain whether they would be sent to the manufacturer for review. No patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. The physician's preliminary opinion was that the high impedance was due to fibrosis caused by a keloid. Although surgery is likely, it has not occurred to date.

Event description:
On (B)(6) 2013 it was reported that the patient underwent a full revision surgery that day. Whether the patient had an actual lead break was unable to be visualized. It was stated that explanted generator and lead would not be returned to the manufacturer for product analysis.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the lead met all specifications prior to distribution.